Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7035285.

Event description:
It was reported that patient device was no longer working. The patient underwent an explant procedure where all devices were removed. The patient was doing well post operatively and the explanted device will not be return as it was disposed at the facility.